Manufacturer narrative:
510k: this report is for an unknown constructs: veptr/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: lorenz, h.m. Et al (2019), surgical "no-touch" distraction technique to correct pediatric scoliosis, operative orthopädie und traumatologie, vol. 31 (xx), pages 321¿334 (germany). The aim of this study is to present this distraction technique to correct pediatric scoliosis. Between november 2011 to september 2018, a total of 45 patients (21 male and 24 female) with an average age of 7.2 ±2.1 years underwent 495 percutaneous expansions. Surgery was performed using veptr®-I or veptr®-ii system (depuy synthes, johnson & johnson medical gmbh, german division in umkirch) in combination with a competitor device. The follow-up period was 3.5 ±2.1 years. The following complications were reported as follows: 9 patients were converted from a classic veptr system to a magec system after an average of 2.8 years. A total of 19 implant-associated complications (mainly dislocations) required surgical revision in 13 patients (3.7%) and 16 complications (mainly inability to extend the implants percutaneously) required conservative treatment in 8 patients (3.1%). This report is for an unknown synthes veptr constructs. This is report 3 of 4 for (B)(4).